Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Review of transmissions revealed that the implantable cardiac monitor was not properly diagnosing an atrial fibrillation rhythm as atrial fibrillation. No device intervention was performed. The patient was stable.